Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that an hour after cardiac surgery there was a loss of the patient's airway that required multiple intervention attempts, one of which involved the use of the disposable fiber-optic laryngoscope handle and blade assembly.the customer alleges a lack of sufficient light for intubation.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that an hour after cardiac surgery there was a loss of the patient's airway that required multiple intervention attempts, one of which involved the use of the disposable fiber-optic laryngoscope handle and blade assembly. The customer alleges a lack of sufficient light for intubation.